Event description:
Complainant alleged that during routine preventative maintenance, the device displayed "pacer/defib fault" and "cannot dump" messages and "status 110", "status 89", "status 66", "status 107" on power up. Then, while attempting to charge to 50 joules, the screen flashed "360 joules" followed by a "cannot charge" message. There was no pt involvement during the reported malfunction.